Event description:
It was reported that the right ventricular lead had small rwaves and twave oversensing. It was also reported that a previous doctor had decreased the sensitivity and ventricular tachycardia was undersensed. The physician inquired about a system reconfiguration for a future device change out and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pacing lead (B)(6) 2009, 4592 implantable pacing lead (B)(6) 2009. (B)(4).